Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the middle of the stent were lifted, stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no signs of damage with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x32mm promus premier¿ drug eluting stent was advanced but the stent strut was defective and the stent would not advance. The procedure was completed with a different device. No patient complications were reported and the patient was discharged.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75x32mm promus premier drug eluting stent was advanced but the stent strut was defective and the stent would not advance. The procedure was completed with a different device. No patient complications were reported and the patient was discharged.